Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit. The patient later had generator revision surgery only; the surgeon decided to not replace the vns lead at the time and would reschedule the patient for a lead revision at a later date. The reporter was advised to disable the vns. As the high lead impedance did not resolve after inserting the lead pin into the new generator, a lead discontinuity is suspected. X-rays will not be sent in for review. The patient did not have any trauma and does not manipulate the vns. No adverse patient events were reported. Attempts for further information are in progress.